Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a loss of connection. The reported issue of a no readings is reportable based on the finding of a loss of connection. No injury or medical intervention was reported.